Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to delete the share 2 application and use the smart device's bluetooth settings to forget the devices for both dexcomrx and dexcomcr and reset the smart device, which was unsuccessful. Dexcom representative then advised patient to try a new sensor; this was unsuccessful. Dexcom representative then advised patient to try a new sensor with new transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.